Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. No process errors occurred and there were no reagent contamination issues. No issues with other patient samples were reported by the customer. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the dimension vista 500 system's aliqout drain, replaced and aligned the aliquot probe, and cleaned all probe drains. The system was functional upon the cse's departure. Preanalytical variables and inconsistent sample aspiration could not be ruled out as potential causes of the issue. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 500 system. The discordant result was not reported to the physician(s). The customer reran the sample for vancomycin three times, each recovering higher than the initial result. The three repeat results were considered correct, and a higher result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.